Event description:
Patient tracking received a patient tracking form in the mail reporting a pump replacement due to low battery. The device was discarded. No patient symptoms were alleged.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and was not returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause could not be determined for the alleged issue. The representative covering the issue stated that the replacement was due to the device being at the end of its life, although this could not be confirmed without device return. Internal complaint number: (B)(4).